Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and no delivery alert. The customer¿s blood glucose level was 452 mg/dl. The customer was treated with manual injection. Customer reported that they had a no delivery during priming. Customer states the insulin exited during the priming. Customer declined troubleshoot for high blood glucose. The customer was advised to change entire infusion system as soon as possible if reconnecting infusion and reservoir does not resolve issue. The customer was advised to call back if issue continues. The reservoir will not be returned for analysis.